Event description:
During an atrial fibrillation procedure, air leaked from the sheath. The sheath was used during mapping without issues. When the sheath was flushed prior to inserting the ablation catheter no issues were noted. When the ablation catheter was inserted and aspirated was performed bubbles were seen. The catheter was removed and then no bubbles were noted during aspiration. Once the catheter was reinserted and aspiration was performed again bubbles were seen. The sheath was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. No visual anomalies were noted. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. A catheter from current abbott inventory was inserted into the sheath and an aspiration vacuum leak test was conducted again; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted again; water exited the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.